Event description:
It was reported that the ilet user experienced hyperglycemia after a meal, peaking at 269 mg/dl and remaining above 180 mg/dl for approximately three hours after recently switching, per healthcare provider and care manager guidance, to not announcing meals; glucose then returned to target without infusion set changes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed use error consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.